Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, and pillowing keypad overlay. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the reservoir ring is missing. The customer's blood glucose reading was 100mg/dl at the time of incident. The product will be returned.